Event description:
Per the audiologist's report, this patient has a history of radical mastoid cavity and chronic otis media in the ear that has a cochlear implant. The patient has shown improvement in sound awareness and lipreading, but no auditory-only skills, since implantation. In 2005, the testing of the patient's device showed open circuits on multiple electrodes. However, the patient responded to stimulation on 3 electrodes. X-rays taken, during this time showed that the device was in the correct position. Explantation/reimplantable surgery is being discussed.